Manufacturer narrative:
Follow up #1 submitted: 03/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: review of the black box showed no motor alarms; however, multiple ¿cs087¿ alarms are observed. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an issue with the motor during the rewind step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a long term cessation of insulin delivery if the user is unable to complete the rewind step.